Event description:
It was reported to medtronic neurosurgery that the patient had to have an emergency surgery as the catheter had broken. According to the report, the device was implanted 20 years ago. The report stated that there was no information whether this was a medtronic product or not.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.